Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from unspecified location of the tubing set. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.